Manufacturer narrative:
Correction: narrative states the intraocular lens (iol) was implanted on (B)(6) 2013. The correct date should have been (B)(6) 2013 which is the date specified in section implanted date. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was stated that patient had an intraocular lens (iol) implanted (B)(6) 2013 and that the patient was complaining of color differences, which the doctor related to a cataract, and symptoms of glare. It was noted that the surgery was uneventful and lens was well centered. Patient noted to be 20/20.5 -2 post op. Keratometry noted 41/25 x 42/50, 42/42.25. Patient noted to be photopic 3.5. Future management plans, as stated by the physician, include waiting and allowing the brain to adapt to iol. No additional information was provided. In a follow up, it was reported that the lens was explanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The manufacturing records for the intraocular lens (iol) were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. In manufacturing, lenses are 100% cleaned and are visually inspected at 10x microscope magnification and any defects that do not meet criteria specifications are rejected. The inspectors that performed the final inspection are certified and trained. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.